Manufacturer narrative:
It was reported that the anesthesia system fails several tests during the system checkout. Our field service engineer (fse) investigate the system on-site and replaced the reflector o2 gas module. Following the replacement, the anesthesia system has been returned to clinical use and is functioning correctly. The replaced part were retained by the customer and not returned, and thus preventing further analysis. Upon reviewing the device log, the reported issues were confirmed, indicating faults in the reflector gas module or the nozzle unit inside the module. Our conclusion, based on the available information and log analysis, is that the replaced gas module resolved the issue however, the underlying cause of the issue can not be establish since the part was kept by the customer.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system had a leakage. There is currently no information whether it was during patient treatment or during system checkout. No patient harm as been reported. Manufacturer's reference number: (B)(4).